Event description:
It was reported to philips that the device repeatedly restart. It was reported to philips that the device was in use on a patient. However, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.